Event description:
It was reported that during preparation for an aortic stenting treatment procedure, "they opened the package, took it out and the coating came off." Upon examination of the guidewire, "the coating appeared to have flaked off in a few sections of the guidewire." There was "no patient contact" with the device. The procedure was successfully completed with another of the same device. No patient complications were reported.